Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d284trk ICD, implanted: (B)(6) 2011. Product ID: 6935-58 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.